Manufacturer narrative:
The complaint was confirmed. A piece of the cannula insulation was removed during the procedure from the cannula and returned for analysis. The cannula was not returned for analysis.

Event description:
A report was received that during a lumbar procedure a black thread was discovered upon withdrawing the stylet after the cannula was placed. No patient harm was recorded and the case was completed.

Manufacturer narrative:
As the device involved in the complaint has not been returned, the complaint investigation site could not perform a device analysis. However, a review of the complaint report, device history record, and sterilization record were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that during a lumbar procedure, a black thread was discovered upon withdrawing the stylet after the cannula was placed. No patient harm was recorded and the case was completed.